Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had subtherapeutic international normalized ratios (inrs) and coumadin was held. The patient stated they had black stools intermittently since (B)(6) 2018 along with lower abdominal pain. The patient went for a complete blood count and was admitted to the emergency department after hemoglobin came back at 8.7 down from previous count of 12. The patient received 1 unit of packed red blood cells (prbcs) in the emergency department on (B)(6) 2019 and was transferred to a different hospital on that day. On arrival, the patient did not have any further black bowel movements with last dose of coumadin 3 days prior. All anticoagulants were placed on hold. The patient underwent a small bowel enteroscopy, colonoscopy, and small bowel capsule study. The patient was found to have esophagitis and erosive gastropathy but no active bleeding. The gastrointestinal team felt that the patient's melena was likely secondary to gastritis. The patient's hemoglobin dropped to 7.9 and the patient received 1 unit of prbcs on (B)(6) 2019. The patient's hemoglobin then remained stable above 9. The patient was discharged on (B)(6) 2018.